Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. Device replacement is expected, but this pacemaker remains in-service at this time. This investigation will be updated when further information becomes available. No adverse patient effects were reported.